Event description:
The device was being used during a venous ablation procedure on the right short saphenous vein. At four days post procedure ((B) (6) 2010), a venous duplex ultrasound showed a right popliteal dvt with clot adherent to the vein wall. Lovenox and coumadin were prescribed. On (B) (6) 2010 duplex ultrasound showed no propagation of the thrombus of the right popliteal vein. Follow up ultrasound on (B) (6) 2010 showed no further propagation of dvt and the patient remains asymptomatic.

Manufacturer narrative:
The device was not returned for evaluation. The physician stated that the device did not malfunction and confirmed that the device worked properly during the surgical procedure. The physician only accessed half of the vein and treated that section of the vein twice with sclerosant. This incident is believed to be the result of how the sclerosant was delivered during the surgery. The patient is doing well and continues to be symptomatic. Additional, dvt is a known side effect for these types of surgical procedures.